Event description:
It was reported that a spontaneous reboot of the dash 2000 bedside monitor occurred. There was no serious injury or death associated with this event, nor was medical intervention required.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. The device manufacture date is unk.